Event description:
Additional informaiton was received that the physician wanted to wait to change out the device after the previous evaluation. However, recent follow-up showed the device with a monitoring voltage of 2.69 volts and a charge time of 28.4 seconds. The ts agent recommended that the device be changed out, and the hcp was going to review with the physician. No adverse patient effects were reported and at this time current information suggests the device remains in service.

Event description:
The ICD was returned to boston scientific and will undergo product analysis evaluation. At this time, available information suggests that the patient received a competitor's device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. The field observation was confirmed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) due to extended charge times in mid-life. The monitoring voltage was 2.72 volts and the charge time was 23 seconds. Boston scientific technical services (ts) discussed with the health care professional (hcp) that the monitoring voltage was there to support pacing and sensing, but if the patient needed tachy therapy it would take at least 23 seconds to charge. No adverse patient effects were reported. At this time, the device remains in service.